Event description:
It was reported that pump displayed malf 24 malfunction code that could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed shipping details, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.